Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.0 x200, 135cm charger balloon catheter was advanced for dilatation in a leg angiogram. However, during inflation at nominal pressure, the balloon ruptured. The balloon was removed from the patient's body over the wire. The procedure was completed with a different device. No patient complications nor injuries were reported.